Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was getting blisters/boils on his back under the lifevest. Patient had a stroke and is bed-ridden. Patient reported that he was itchy as well. There was no alleged device malfunction contributing to the irritation. Patient was recommended medline protect sunscreen lotion by a nurse. Follow up indicated that the cream is helping with the skin irritation.